Event description:
In 2009, this pt was implanted with gore excluder aaa endoprostheses to treat a ruptured abdominal aortic aneurysm. Post-procedure, an iliac extender component was implanted to treat a distal type I endoleak. The endoleak resolved, and the pt is stable with no further complications.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.